Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for auricular closure using a 14f amplatzer amulet delivery sheath. The measurement was made by 3d ultrasound, the landing zone was at 30mmx17mm, and sizing of the device determined by transesophageal ultrasound and by a medium-quality computed tomography (CT) scan. During procedure, the left atrial pressure was above 12, no fluid was given during procedure excepted heparin. The amulet was successfully implanted after 2 recaptures to have a good position of the prosthesis, meeting close's criteria and tension test. The device compression was in the shape of roman helmet. Next day, the it was noted that the amulet was embolized into left ventricle (lv). The amulet was surgically extracted, and auricle surgically closed. The patient was reported stable at the end of the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that amulet was embolized into the left ventricle next day of post implant procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the patient remained in the hospital and the device was surgically removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that "one still image of fluoro and one movie of tee were provided of final implanted device placement. Description states that the device had a roman helmet shape for device compression which is confirmed by the imaging. No imaging was provided of the embolized device. Further imaging would be required to confirm this event."

Event description:
N/a.